Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty integrated circuit on the main board. The main board was replaced to resolve the report. The customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.